Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the issue occurred due to a faulty ex board (printed circuit board). However, the cause of the faulty dp board was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never apply excessive force to connectors. This could damage the connectors.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that air supply insufficiency was observed with the video system center. The event occurred during reprocessing and a similar device was used to complete the operation. During a standard service inspection of the customer returned device, no image was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, no image due to a defective printed circuit board, front panel aging, indicator of the power slightly damaged, and video connector slightly worn were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.